Event description:
Brush part falls off [device breakage]. No adverse effect [no adverse event]. Case description: a consumer reported the oral-b precision clean brushhead head fell off the oral-b rechargeable toothbrush, version unk when used by their son.

Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.